Manufacturer narrative:
Other medical products in use during the event include: brand name: interstim, product ID: 3889-28 (lot: va0kqw6), product type: 0200-lead, implant date: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that they were doing an ins replacement and they were seeing some high impedances. The patient's ins was dead when they presented for the appointment so they could not do any impedance testing prior to the procedure. The caller tested the lead with a revision kit/ens and they got a response on all 4 electrodes. When the lead was connected to an ins they got values of 4000ohms with all pairs using electrode 1, the pairs that did not include electrode 1 were not out of range. The surgeon disconnected the lead, determined that there was no fluid in the header, dried the lead, and reconnected the lead to the ins. Then when the impedances were conducted they got some values of 50ohms and some 4000ohms. The doctor thought that during the second impedance test the lead may not have been fully seated in the header block. During the call the caller reran the impedances and provided the following values: ref 1 all values 4000oms; ref 0 1 4000ohms, 2 1089ohms, 3 1136ohms, c 671ohms; ref 2 0 1089ohms, 1 4000ohms, 3 896ohms, c 590ohms. The caller confirmed that the lead was torqued down in the header block and did not move. The issue was not resolved through troubleshooting. Technical services reviewed impedance considerations. The caller will follow-up with the doctor.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0kqw6 implanted: (B)(6) 2014: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the impendences was due to end of service. There was a battery change on 2024-jul-22.